Manufacturer narrative:
This report is submitted on 8 october 2020.

Manufacturer narrative:
This report is submitted on august 11, 2020.

Event description:
Per the clinic, the patient experienced impedance issues, resulting in the decision to explant the device on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.